Event description:
Shoulder revision surgery was performed on (B)(6) 2023, due to infection. Based on the information provided by the complaint source, the causes of the infection are not known, however it was reported that according to the surgeon the infection was not product related. Components explanted. Smr reverse humeral body, commercial code #1352.15.010 - lot #2024178 - ster. #2100045. Smr reverse liner +3mm d.40mm - commercial code #1365.50.815 - lot #20at4v5 - ster. #2000405 . Smr glenosphere ø 40mm - commercial code #1374.09.121 - lot #2103800 - ster. #2100101. Smr connector small r - commercial code #1374.15.305 - lot #2104966 - ster. #2100110. Initial surgery - (B)(6) 2021. Patient - male. Birth date - (B)(6) 1960. Event happened in us.

Manufacturer narrative:
By checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. No additional details were available on this post-operative issue, specifically pre-operative or post-operative x-rays related to the revision surgery were requested to the complaint source, however they were not available. Based on the few information received, we are not able to further investigate the root cause of the event. Considering that: ·check of the sterilization charts highlighted no anomalies on components manufactured with the involved sterilization lot #s. ·according to the surgeon the infection was not product related. We can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is 0.076%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.